Event description:
In (B)(6) 2010 the patient was at the (B)(6) (trauma center) because a comminuted fracture was operated between the left hip and knee endoprostheses. She was re-operated again on (B)(6) 2010 because the plate had broken. The left leg is said to be 3cm shorter. They suspects it is a material defect and requests an examination concerning the manufacturing company. There is no complaint with regards to the treatment. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Submitted in error, duplicate complaint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Additional evaluation: when examining the distal fracture surface using a scanning electron microscope (sem), the initial fracture area and the fracture behavior could be identified. One of the fractured surfaces is damaged in the boundary area. This points out that the fractured surfaces rubbed against each other for quite some time after the fracture. The observations and connections of the examined liss plate point towards material fatigue due to cyclical overload. We assume that due to the complex fracture structure and further associated case histories, the liss plate should have functioned for a longer period as a sole load carrier. Thereby, the bone plate was mainly subject to dynamic bending and possibly also to torsional loads. Cyclic loading during weight-bearing (rehabilitation, partial weight-bearing) led to material fatigue and the fracture of the implant. The plate could not withstand the occurring load effect which finally led to the collapse of the implant as a consequence of material overstress-fatigue. No indications of material or manufacturing defects were found on examined liss plate.